Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via the patient registry that a patient with a 21mm 11500a inspiris valve underwent redo aortic valve replacement after an implant duration of one (1) year, five (5) months due to stenosis and endocarditis. The patient initially presented with heart failure and shortness of breath. The explanted valve was replaced with a 23mm 11500a inspiris valve. The patient was stable post procedure and discharged on pod #12.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 21mm 11500a inspiris valve underwent redo aortic valve replacement after an implant duration of one (B)(6) due to unknown reasons. The explanted valve was replaced with a 23mm 11500a inspiris valve. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.